Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and there were no anomalies found.

Event description:
It was reported that the patient experienced several syncopal episodes without the recorder activating. The patient elected to have the device removed. No patient complications have been reported as a result of this event.